Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one 24g x 0.75 inch insyte autoguard IV catheter which was attached to an extension set, indicating that the sample had been placed. A microscopic examination of the IV catheter revealed a breach in the tubing near the nose of the adapter. The breach was not symmetrical; however, there appeared to be sharp and defined edges along the breach that are consistent with a sharp instrument puncture. The material did not appear to be deformed or misshapen along the breach site. As the breach was identified in the catheter, your reported issue was confirmed. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. It was reported that the IV catheter was placed on a very difficult access patient and the complications may have been a contributing factor in the reported event; however, the root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard leaked due to a defective catheter. The following information was provided by the initial reporter: issue: 24g bd insyte autoguard piv was placed on a very difficult access patient and when we flushed the line we noticed that the flush was leaking from the piv. I confirmed that the nurse placing the piv didn't pull the catheter off and it was not. We had to pull the line and replace it in a different location. The child ended up with a second invasive procedure due to the catheter being defective. Was there injury? No.